Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the host pc failed to boot. To resolve the issue, the fse reset the host pc connections and restarted the system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.